Event description:
It was reported the stimulator was giving a burning sensation. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0etcu, implanted: (B)(6) 2015, product type: lead. (B)(4).